Event description:
In 2008, the lay user/pt contacted lifescan alleging an "apply sample" issue with her one touch ultra meter. The following info was obtained from the customer care advocate's documentation. The medical affairs specialist (mas) was unable to reach the pt for more info. The customer care advocate (cca) went through troubleshooting with the pt and verified that the pt was using the correct testing technique. The pt reran a test with a new vial of test strips and was able to obtain a successful reading. Replacement products were sent to the pt. She indicated that the reported issue first began at 7:16am on (the same day she contacted lifescan). At an unspecified time afterwards, the pt reportedly became "hyper" but denied receiving any medical intervention. She also stated that she did not test on another device. It would have been helpful to know the pt's diabetes care regimen (testing frequency and medications) and how long the pt was having the reported issue before contacting lifescan. It would also be helpful to know when the pt became "hyper" and what symptoms the pt felt. Based on the provided info, this complaint is being reported because the pt allegedly became hyperglycemic after having the "apply sample" issue with her meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.